Event description:
It was reported that while using the twin fix screwdriver blade broke inside head of the twin fix screw. Spare screwdriver was used and still did not work. Surgeon was able to complete case with delay.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.